Event description:
During the procedure, the scrub tech and surgeon reported that they were unable to use reprocessed instrument due to it locking up and not releasing. It is unknown whether the device was locked on tissue. There were no adverse affects to the patient. Instrument was removed from field and another instrument was obtained and used without difficulty. It is unknown if the new instrument was of the same or different lot.